Event description:
It was reported that the patient presented with pain in his scrotum because the pump of his inflatable penile prosthesis (ipp) device was riding high. The physician determined that the pump had been misplaced when it was originally implanted, and then it rode up in the scrotum. The physician noted that there was nothing wrong with the implant. A revision surgery was performed. The patient has fully recovered following the procedure.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Correction provided in: g1 manufacturer site state, g1 manufacturer site zip/postal code. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with pain in his scrotum because the pump of his inflatable penile prosthesis (ipp) device was riding high. The physician determined that the pump had been misplaced when it was originally implanted, and then it rode up in the scrotum. The physician noted that there was nothing wrong with the implant. The ipp cylinders and pump were explanted. A new pair of reconnected cylinders and pump were implanted. The patient has fully recovered following the procedure.